Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600c, serial: n/a, batch: 29511374.

Event description:
It was reported that the patient experienced difficulties healing from their deep brain stimulation (dbs) lead and burr-hole cover area. The patient underwent a procedure and had the lead and burr-hole cover removed due to impaired healing, yet no infection was present. It was noted during the removal there was a high impedance on contact 8 of the dbs lead. The devices were retained by the facility and will not return for analysis. The patient did well post-operatively.